Event description:
My daughter and I had the pip product breast implant and I have been sending emails to the responsible persons and so far I haven't gotten any response back. Will you please direct what should I do or who could help me out please. Waiting for your response as soon as possible.